Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator was replaced and the printed circuit board was re-seated. The power supplies were verified in the workstation. The system is operating as intended.

Event description:
The customer reported that the 9600 system displayed an iris pot error, and keyboard buttons not working. No pt injury was reported.